Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00213 on 03-sep-2021. Siemens is filing 2432235-2021-00213_s1 to correct the common device name (d2) from "jje" to "advia centaur xp".

Event description:
Discordant, falsely elevated cancer antigen 27.29 (br) results were obtained on five patients on an advia centaur xp instrument. The discordant results were reported to and questioned by the physician(s). The samples were repeated on the same instrument. The repeat results were lower than the discordant results. The repeat results were reported, as the corrected results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cancer antigen 27.29 (br) results.

Manufacturer narrative:
The customer contacted a customer care center and reported they had obtained discordant falsely elevated cancer antigen ca 27.29 results for five patient samples. A customer service engineer (cse) was dispatched to the customer site to check the instrument. The cse reported that the customer experienced problems with their primary plumbed water system and did not realize that there was no water being delivered until they had a low water reservoir. The customer then turned off the direct plumb water supply to the instrument and set the instrument up to use the bulk (di) distilled water bottle for the water supply. The customer did not run quality control (qc) after the switch in the water supply. The discordant ca 27.29 patient results were obtained during the time the customer was using the bulk distilled water bottle as the water source. The direct plumb water supply was serviced the following day by a non- siemens vendor who replaced a filter. Afterwards the customer ran quality control (qc) which was within acceptable limits, reran the patient samples using the bulk di water bottle as the water source and obtained lower ca 27.29 values. The cse checked the instrument and found it was operating properly. The customer ran qc after the service visit and reported that qc for all assays was performing within acceptable range. Siemens investigated the event and did not identify a product problem. The instrument is performing according to specifications. No further evaluation of this device is required.